Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during an implant with a 29 mm sapien 3 ultra in the aortic position via transfemoral approach, upon retrieving the ultra delivery system, some resistance was felt after balloon was retracted into the axela and it was impossible to move. Fluoroscopy showed the axela was pushed together and folded where the balloon was stuck. The axela and the ultra delivery system were pulled out together as one unit. Per report, a surgical cut down was performed to remove the system.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  In addition, no imagery was provided by the site. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. During manufacturing of the delivery system, the device and its components are tested and inspected multiple times of the following: the balloons were 100% dimensionally and visually inspected for any abnormalities; the delivery systems were 100 % visually inspected by both manufacturing and quality. These inspections during the manufacturing process support that proper inspections of the devices are in place to detect issues related to the complaint events. A device history record (DHR) and lot history review were unable to be performed as the lot number was not available.  A review of the complaint history from may 2018 to april 2019 revealed other returned similar complaints for the ultra delivery system (model 9630tf, all sizes) withdrawal difficulty through sheath that were confirmed.  However, no manufacturing non-conformities were identified during the evaluations.  A review of complaint history revealed no manufacturing non-conformities, but did identify complaints with associated adverse events.  Withdrawal difficulty associated with balloon burst is currently addressed in a product risk assessment (pra). A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal. This trend will continue to be monitored. The complaint for delivery system, withdrawal difficulty through sheath was unable to be confirmed. A review of IFU/training materials revealed no deficiencies. Furthermore, a review of complaint history and manufacturing mitigations provided no indication that a manufacturing non-conformance contributed to the reported events. Complaint history review and IFU review suggests that it is possible that patient and procedural factors could contribute to the complaint. Although patient vasculature characteristics were not provided, tortuosity and calcification in the access vessel can constrict the sheath, leading to increased resistance with the delivery system when the delivery system is withdrawn. Additionally, it is possible that residual fluid in the inflation balloon may have contributed to the withdrawal difficulty by increasing the balloon profile. As such, it is possible that patient factors (access vessel tortuosity and calcification) and/or procedural factors (residual fluid in inflation balloon) could have contributed to the reported event. However, based on available information, a definitive root cause is unable to be determined at this time.  Since no product non-conformities or labeling/IFU deficiencies were identified, a product risk assessment escalation, and corrective/preventive actions are not required at this time.